Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Lot 06337076: (B)(4). Lot 05831502: (B)(4). Additional devices implanted and/or related to this event: tg2810/05831502. The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore® tag® thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include aneurysm enlargement.

Event description:
On (B)(6) 2009, the patient underwent a procedure using two gore tag thoracic endoprostheses to treat a thoracic aneurysm. It was reported on discharge date of (B)(6) 2009, the aneurysm measured 63.5mm. Follow up dates and aneurysm measurement: (B)(6) 2009, 58mm, (B)(6) 2010, 66mm, (B)(6) 2011, 67mm, (B)(6) 2012, 76mm, (B)(6) 2013, 76mm, (B)(6) 2014, 77mm. It is unknown why the aneurysm sac has enlarged and there has been no reported reintervention.